Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported closed door messages. Door not fully latched messages were experienced during the evaluation. The messages were found to be caused by loose link screws. The screws were tightened.

Event description:
It was reported that a spectrum pump constantly displayed the closed door message. It was also reported there was no pt injury.